Event description:
It was reported in regard to this atrial lead that: the ra lead was found to be fractured as well as dislodged. Fracture is likely due to subclavian crush. The lead was explanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The analysis of the provided follow up data, acquired on (B)(6) 2020 and (B)(6) 2020, gained no further information regarding the root cause. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.